Manufacturer narrative:
The field service engineer replaced the navigation ring and the touchscreen to resolve the issue. The unit was functionally tested and successfully passed all testing. The unit was returned to service. No other anomaly was reported. The replaced parts have not been received by the manufacturer for internal analysis; therefore, the root cause at the component level cannot be determined at this time. If parts are received, this complaint will be reopened, and a root cause analysis at the component level will be performed.

Manufacturer narrative:
The touchscreen was returned for failure analysis. Visual inspections of the touchscreen assembly revealed evidence of deep scratches on the screen. Touchscreens with cracked or shattered glass cannot be tested since the glass has a resistive coating, which if broken, makes the touchscreen nonfunctional. No further testing is required.

Event description:
It was reported to philips by a customer that the unit had touchscreen and nav-ring failures. Based upon the information provided, the device was not in clinical use or providing therapy at the time of the event reported. No harm or injury has been indicated or alleged. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer stated that the unit was failing the touchscreen calibration. The customer was able to access the touchscreen calibration with the checkmark but was failing the bottom half of the touchscreen calibration. The customer also states the nav-ring is not working properly. The customer requested an onsite service for touchscreen issues as well as the nav-ring. It is unknown if any parts or repairs have been conducted about the alleged complaint. Attempts to obtain further information are currently pending.